Event description:
It was reported that during a laparoscopic cholecystectomy the device malfunctioned. No other info was provided. There was no pt consequence. It was found during analysis, that the device produced scissored clips.